Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The patient accepted v-p shunt on (B)(6) 2015. The procedure was performed smoothly. On (B)(6) 2016 the patient temperature was 38 degrees celsius. Local hospital gave anti-infectious treatment but patient condition didn't change better. On (B)(6) 2016 the patient returned to hospital for check and the patient temperature was measured as 39.5 degrees celsius. The surgeon noted that the skin of patient was infected and did revision surgery. The valve was removed. Now the patient is under monitoring at hospital. The second operation will be done in the future.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the no functional defect was reported for the valve. The sterilization certificate for the valve was conformed to the specification when released on the 22nd april 2014. The sterilization certificate for the catheters was conformed to the specification when released on the 17th october 2014. Review of the history device records confirmed the valve product code 82-33832 with lot crccw5, conformed to the specifications when released to stock on the 27th march 2014. Review of the history device records confirmed the catheters product code 82-3072 with lot crmbv7, conformed to the specifications when released to stock on the 20th october 2014. No root cause could be determined as the sterilization certificates were conformed to specifications. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.